Event description:
A lensar fse reported that during doctor's surgery training while the physician was docking on the pt's right eye and during the process, the doctor selected the option to release the pt the platform drove toward the pt's left eye and then displayed a platform electrical fault. The böcking process was not completed, nor did the pid arm touch the pt. There was no pt injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available.